Event description:
The customer's blood glucose was unknown. It was reported that the customer had cracks on their insulin pump near the reservoir window and near the battery compartment. Nothing further reported.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unit received with cracks on reservoir tube lip and display window corner. Unit received with broken battery threads and belt clip slot. Unit received with minor scratches on lcd display window. Unit received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.